Event description:
It was reported that the patient was implanted for "dysmyotonia" on (B)(6) 2011. It was stated that recently the patient's symptoms were not controlled well. The patient went back to the hospital for a "re-check". After an x-ray they found the left extension lead was broken. Additional information received reported that the extension was not yet replaced. The date for replacement was unknown. It was stated that the patient was "overall ok". It was unknown of the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).